Event description:
Procedure: donor nephrectomy. According to the reporter: the surgeon fired the stapler across the renal artery and removed the stapler. Only half of the staples had deployed across all three staple rows and there was blood loss. The patient was opened and a vascular surgeon repaired the aorta and renal artery. Patient lost 18 units of blood.

Manufacturer narrative:
Initial report sent to FDA on 01/21/2008.